Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for n on-malignant pain. The patient¿s system was removed on (B)(6) 2019 by the healthcare professional (hcp) due to an infection. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The rep was unable to determine the return status but the customer was notified that the product should be returned. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.